Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017, which was provided by the customer. No related system errors were found to have occurred during the surgical procedure. In addition, the system logs reveal that the mcs instrument involved with the reported event was used during five subsequent da vinci surgical procedures and until zero lives remained. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a piece form the instrument's shaft allegedly chipped off, fell inside the patient, and was not retrieved. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the shaft of the monopolar curved scissors (mcs) instrument allegedly chipped off. The fragment reportedly fell inside the patient and was not retrieved. During the procedure, the mcs instrument was replaced with another unidentified instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint a piece of the instrument's shaft chipped off. The instrument was found to have a broken tube extension at the distal end with a missing piece measuring approximately 0.153 x 0.411 in size. The known common cause of this failure is due to mishandling/misuse. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a piece form the instrument's shaft allegedly chipped off, fell inside the patient, and was not retrieved. However, there is no indication that a malfunction of the instrument occurred. Failure analysis determined that the likely cause of the instrument damage was due to mishandling/misuse.

Manufacturer narrative:
On (B)(4) 2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the da vinci-assisted surgical procedure was a robotic prostatectomy procedure. The monopolar curved scissors (mcs) instrument was inspected by a nurse prior to use and no damage or cracks were recognized. The mcs instrument was used for about 60 minutes. The missing instrument fragment was identified when the mcs instrument was taken out for the first time at one point during the surgical procedure. According to the site, the instrument's wrist was not straightened prior to removal. During the surgical procedure, the surgeon also used a maryland bipolar forceps instrument, a prograsp forceps instrument, and a hand-held laparoscopic suction irrigator instrument. There were no reports of any instrument collisions. The instrument fragment was never found. However, the site indicated that the surgeon is sure the fragment did not fall off during the procedure. According to instruments & accessories user manual, the following general precaution and warning is noted: warning: ensure instruments inserted through the cannula are straightened before removal. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a piece from the instrument's shaft was found to be missing. Although the surgeon does not believe the instrument fragment fell off during the surgical procedure, the location of the missing instrument fragment is still unknown. In addition, the root cause of the customer reported failure mode is still unknown.